Event description:
A ventilator was returned to the manufacturer for service. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, "service required" codes were found in the ventilator's downloaded error log. The device's oxygen blending module manifold and active exhalation control module were replaced to address the issues.

Manufacturer narrative:
The manufacturer previously reported the oxygen blending module manifold assembly and active exhalation control module were replaced to address "service required" alarm conditions. During service an issue related to the device's sensor board was observed. The sensor board was replaced to address the issue. The sensor board was returned to the manufacturer's quality assurance laboratory for further investigation. During the investigation the root cause of the sensor board failure was due to the mt 4 transducer being out of specification.